Manufacturer narrative:
(B)(4). Batch # m55l1j. The analysis results found that the ntlc75 instrument was received with the staple selector damaged. And with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position. When tested for functionality the firing knob dislodged from the device as the slip block assembly was noted to be damaged. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire on the second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.